Manufacturer narrative:
D4: lot number: potential lot numbers: 190912b / 191104b. D4: expiration date: potential dates: aug 2024 / oct 2024. E3: occupation: quality. H4: device manufacture date: potential dates: 12 sep 2019 / 04 nov 2019. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of fifty-six (56) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Most of the problems are related to usage particularly due to improper activation (not activating on a hard and flat surface in a quick and firm motion). Simulation through manual sheath activation was conducted on the retention samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity during and after activation was encountered that may lead to the complaint. The root cause of the complaint could not be identified to be related to our product or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that a needle stick occurred with the involved device. The needle pierced through the safety shield. Additional information was received on 30 oct 2023: the procedure taking place when this event occurred was during a newborn exam. Post procedure during disposal. The injectable used was phytonadione injectable emulsion, usp. The nurse activated the safety shield with one hand. It's unknown if activation was on a hard surface. The actual patient was not impacted by the needle stick. Location of the needle stick on health care provider (hcp) was the right middle finger. No testing was performed after the needle stick to determine bbp exposure risk. The needle stick did not cause blood loss, or require additional treatment, aside from first aid.